Event description:
It was reported that the right atrial (ra) lead demonstrated abnormal pacing impedance variations for more than 18 months and finally triggered a high impedance alert more recently. A connection issue is suspected. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 lead 2009 (B)(6). (B)(4).